Event description:
It was reported that the patient presented with fatigue, malaise and fever. Blood cultures were obtained and it was recommended the device and leads be removed. The device and leads were removed and the patient is being externally paced. Further information obtained revealed the cultures were positive for staphylococcus aureus. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.